Manufacturer narrative:
Additional information: an acute myocardial infarction occurred in an unknown vessel and this led to the death on the same day. The death classification is unknown. A dissection occurred in the lad during the procedure and this was not caused by a medtronic device; the dissection was treated with a resolute onyx des. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the investigator event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the mi end point as no event. Cec adjudicated the death as cardiac death, possible stent thrombosis (lad). Safety assessment was updated to possibly related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. It was reported the patient died. Safety assessed the event as not related to the index device or anti-platelet medication.